Event description:
It was reported that balloon burst occurred. The 58% stenosed target lesion was located in the moderately tortuous common iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, on the first inflation at 3 atmospheres for 5 seconds, the balloon burst. The device was removed from the patient fully intact and the procedure was completed with another 14x6x75 xxl balloon catheter. There were no patient complications nor injuries reported.